Event description:
It was reported that the pt experienced a change in therapy effect. He was hospitalized with symptoms that his "kidneys were collapsing" due to dehydration, hypothermia, hypotension and shock. The pt was intubated. It was also reported that the pt was put on antibiotics and the pump was turned off at the hospital. The pump was used to deliver morphine. The pump had been off for two weeks. The pt was encouraged to contact the device managing hcp to determine if the pump therapy can be resumed and/or to get the current status of the pump.